Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Father of end user reported that during change of infusion site, cannula was observed to be missing and assumed to have remained in the patient's skin. No medical intervention was taken as a result of this event.